Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet pump, with glucose reaching 360 mg/dl and remaining above 180 mg/dl for several hours after the user removed the pump for charging for approximately 30¿40 minutes and suspected the infusion set may have been dislodged; insulin delivery was resumed after a new infusion set was inserted and the user learned how to pause insulin when disconnected. Symptoms included hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information to identify a device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.